Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was crack on the device, and it was not holding the fluid. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported crack on the unit, and it was not holding the fluid. The device was duly received at our service center, where it underwent the necessary repair procedures. Following the completion of the repair process, the device was returned to the customer. Therefore, it is not feasible to conduct the investigation (pci) at this stage, as the device is no longer available in our facilities for further analysis. Review of event log found no relevant information. Review of service history found no service within the last 12 months.